Event description:
It was reported that the previous subcutaneous implantable defibrillator (s-ICD) device was surgically explanted and replaced due to a battery depletion (bd) error code. After the replacement device was implanted, induction testing was performed but an error message was displayed due to a low, out-of-range shock impedance measurement. It was hypothesized that the electrode was damaged resulting in the low impedance. The physician subsequently explanted the electrode and the device. A new s-ICD system was implanted to resolve the event. The patient was stable with no additional adverse effects. It was stated all products would be returned for analysis, but they have not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the case. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. X-ray imaging was also performed which confirmed damage to the fuse area of the high voltage capacitor flex circuit. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation electrode. This damage resulted in the clinically observed low, out-of-range shock impedance measurement error code.

Event description:
It was reported that the previous subcutaneous implantable defibrillator (s-ICD) device was surgically explanted and replaced due to a battery depletion (bd) error code. After the replacement device was implanted, induction testing was performed but an error message was displayed due to a low, out-of-range shock impedance measurement. It was hypothesized that the electrode was damaged resulting in the low impedance. The physician subsequently explanted the electrode and the device. A new s-ICD system was implanted to resolve the event. The patient was stable with no additional adverse effects. This device has been received for analysis.